Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a connection loss over 3 hours . The root cause could not be determined. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. The reported issue of low transmitter battery is reportable based on the finding of connection loss over 3 hours

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. The transmitter voltage test was performed and failed. Data was available for investigation. No low transmitter battery was found within the investigation window. The complaint confirmation of a low transmitter battery could not be confirmed. The root cause could not be determined.